Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump was harder to press also insulin pump was died once without alerting to a low battery life alert. Customer¿s blood glucose value was in the range of 330mg/dl and 62 mg/dl. The customer woke up with a blood glucose over 200 mg/dl in the afternoon. Customer stated that there was fogginess on the screen of insulin pump. The device will not be returned for analysis.